Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The product was returned for evaluation, and subsequent testing verified the complaint. The underlying cause was identified as the pc board was not correctly positioned on the face plate, not allowing the low o2 light to be visible.

Event description:
Low 02 light not working.